Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient had a revision from scorpio implants to ts knee.

Event description:
It was reported that the patient had a revision from scorpio implants to ts knee. The patient required left knee revision due to gross osteolysis of his proximal tibia which resulted in a periprosthetic fracture and sudden failure.

Manufacturer narrative:
Reported event: an event regarding osteolysis involving a scorpio femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to gross osteolysis of the proximal tibia which resulted in a periprosthetic fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name#scorpio cr tib insert ; cat#72-2-0910 ; lot#tkm01725a. Device name#scorpio cr basic femur w/posts ; cat#70-3011l ; lot#k04e1401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.